Manufacturer narrative:
(B)(6). Investigation summary: the device was inspected and no damage was observed. During a deeper visual inspection, the polyurethane (pu) that covers the edge of ring #1 was found damaged. Then, the catheter outer diameter was measured and it was found within specification. Additionally, a scanning electron microscope (sem) testing was performed on the damaged area and showed evidence of pu detachment leaving the inner side of the ring exposed. Mechanical damage and scratches were observed on the surface of the pu margin. It is possible that the damage was generated with an unknown object. No other anomalies were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified.  The customer complaint was confirmed. The root cause of the damage observed on the ring cannot be related to the manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster inc. Product analysis lab found the polyurethane (pu) section from the proximal ring# 1 was found detached which left the inner side of the ring exposed . It was reported that during the procedure, the end protective sleeve was damaged. Another catheter was used to complete the procedure. There was no patient consequence reported. Additional information was received on february 12, 2019 on the event. The issue did not result in wires exposed and also did not result in any lifted or sharp rings. There was resistance during insertion or removal of this catheter. The issue was located after the second electrode. The catheter was pre-shaped. The synaptic 8.5f sheath was used during this procedure. This event was reviewed and assessed as not reportable as the response stated that the damage seen proximal to ring 2 did not result in exposed internal components nor sharp rings. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster product analysis lab received the device for assessment and noted on april 9, 2019 that the polyurethane (pu) section from the proximal ring# 1 was found detached. A scanning electron microscope (sem) analysis was performed on april 11, 2019 and showed evidence of pu detachment leaving the inner side of the ring exposed. Mechanical damage and scratches were observed on the surface of the pu margin. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The biosense webster product analysis lab finding of the polyurethane (pu) section from the proximal ring# 1 was found detached which left the inner side of the ring exposed was assessed as a reportable issue. The awareness date of this reportable lab finding is april 9, 2019.